Manufacturer narrative:
Based on the claim against the product by the customer noting a piece of the monopolar curved scissors (mcs) fell into the patient and was retrieved, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mcs was analyzed, and failure analysis investigations replicated/confirmed the customer reported complaint that a piece fell off the monopolar curved scissors and was retrieved from the patient. The retrieved piece was thrown away. Failure analysis found the primary failure of broken tube adapter to be related to the customer reported complaint. The tube adapter at the distal end was found to be damaged. The tube adapter exhibited a broke piece measuring roughly .061" x .086" in length that was not returned with the instrument. The metal rod within the tube adapter was also found to be broken. The damage resulted in the mcs (monopolar curved scissors) tip being unable to be installed securely into the tube adapter. The root cause for the broken tube adapter is typically attributed to the user. The complaint regarding piece fell of the mcs and fell into the patient was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: it was alleged that the instrument broke and a fragment fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure with no patient injury. At this time, it is unknown what caused the breakage to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling into the patient may require surgical intervention.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, a piece fell off the monopolar curved scissors (mcs) and was retrieved from the patient. The retrieved piece was thrown away. The customer opened another scissor instrument and the procedure was completed. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
The initial failure analysis (fa) was confirmed. The instrument tube adapter was found broken. The instrument's coupling located at the end of the distal drive rod was also found to be broken. The component was not returned, and since the component is at the distal end, the potential for fragments has been labeled as 'yes'. The root cause for a broken monopolar curved scissors (mcs) coupling is typically attributed to component failure.

Event description:
Refer to h10/h11 for follow-up information.